Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not providing airflow and resulting in cardiopulmonary resuscitation to the patient. The device was replaced after using ambu temporarily. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator was not providing airflow and resulting in cardiopulmonary resuscitation to the patient. The device was replaced after using ambu temporarily. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.